Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed and the abnormal issue could not be duplicated. Evaluation did find the following: angulation in the up direction is out of standards due to the worn angle-wire, waterproof failure due to the cut bending section cover, light guide lens is discolored, grip part is discolored, the gap on upward/downward angulation control knob is out of standards due to the worn angle-wire, bending section cover adhesive is broken, connecting tube is corrugated, there is corrosion from ultrasonic connector due to the leakage, and there is corrosion from electrical connector due to the leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the image of the ultrasonic gastrovideoscope was abnormal. The issue occurred when preparing the scope for use in a diagnostic procedure. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the acoustic lens was peeled. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed, and therefore, a further root cause could not be presumed. According to reviewing the instruction manual (revision number 28) at the time of product shipment regarding the damage, the following was found. It is determined that the indicated phenomenon can be prevented by this" caution do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. Do not touch the electrical contacts inside the electrical connector. Ccd [charged coupled device] damage can result. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.